Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 553 mg/dl at the time of incident and the current blood glucose of the customer was 528 mg/dl. Customer reported that the bolus not delivered. Customer reported that the insulin pump had middle button not working. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer was able to successfully clear the alarm. Customer states all buttons are responding. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.